Manufacturer narrative:
The biomedical engineer (bme) reported that around 4am they saw sawtoothing on the ECG waveforms on four hardwired bedsides. They stated that this lasted about 8 to 9 minutes and as of calling, this issue for the bedsides are working fine. They later reported that there is an ongoing communication loss issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that around 4am they saw sawtoothing on the ECG waveforms on four hardwired bedsides. They stated that this lasted about 8 to 9 minutes and as of calling, this issue for the bedsides are working fine. They later reported that there is an ongoing communication loss issue. No patient harm was reported.